Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. During evaluation the cannula fired automatically, confirming the investigation for self-activation. An x-ray showed insufficient cannula tang engagement, and upon disassembly it was noted that the left bumper was bent within the device housing. Based upon the insufficient cannula tang engagement the investigation in also confirmed for the alleged failure to prime. The bent left bumper likely contributed to the reported and identified issues. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 02/2021). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a prostate biopsy the device allegedly failed to prime after the third sample pass. Another device was used to complete the procedure. There was no reported patient injury.